Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, following the use of the right atrial (ra) lead, the post-implantation parameters were unsatisfactory, and the condition did not improve despite multiple interventions. However, after the lead was replaced, the pacemaker implantation was successful, and the patient's condition was stable. No adverse patient effects were reported. This lead is expected for return. Update: this lead was received for product investigation.

Event description:
It was reported that during the implant procedure, following the use of the right atrial (ra) lead, the post-implantation parameters were unsatisfactory, and the condition did not improve despite multiple interventions. However, after the lead was replaced, the pacemaker implantation was successful, and the patient's condition was stable. No adverse patient effects were reported. This lead is expected for return.